Event description:
Reporter alleged the lancet device is sticking out and is unable to get it to retract back inside. It was stated the plunger was alleged to be stuck. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.